Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) did not power on. No patient was involved, and no harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, the ac power cord reel was found to be defective. The fse replaced the ac power cord reel (d012-00-1688-28). The unit was then powered on using the ac mains supply, and proper battery charging functionality was verified. All functional and safety tests were performed, and the unit was found to be operating satisfactorily. The unit was returned to the customer in good working condition.

Manufacturer narrative:
Event site name (B)(6). Event site postal code (B)(6).